Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported patient underwent an initial procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. The radial head plate was removed.